Manufacturer narrative:
The patient's lifevest was not returned for evaluation. There is no indication of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation under the electrode belt. On (B)(6) 2015 the patient's husband reported that the patient's lifevest was rubbing her raw under her breast. The patient's husband reported that he was putting antibiotic cream on the irritation. The patient reported that she spoke to her doctor about the irritation and he gave her a powder to put on the irritation. She reported that the powder would bead up and caused a bigger issue so she stopped using it. The patient also reported that the rash had been open and the length of her breast but had since closed up. A distributor representative visited the patient later that day and reported that the patient was using the antibiotic cream and that the rash had cleared up.